Event description:
It was reported that during a fundoplication procedure, the device could not be closed. Case was completed with a like product. No further information is available. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scractched and cracked. The clamp arm would not open and close due to excessive dried body fluids. Due to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." The batch history records were reviewed with no anomalies noted during the manufacturing.